Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty capacitor on the main board which caused fuses on the battery board to open. The main board and the battery board were replaced to remedy the problem. A replacement device was sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.